Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. No moisture damage was noted to the keypad traces or electronic assembly. The insulin pump had a broken reservoir tube lip, missing reservoir tube seal, cracked reservoir tube window and cracked battery tube threads.

Event description:
It was reported via phone call, that the customer received a motor error alarm. It was also mentioned that the insulin pump was exposed to moisture. Customer's blood glucose level at the time 284 mg/dl. The customer had blood glucose levels that rose to 539mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.